Manufacturer narrative:
It was reported that "connector for tube feeding keep cracking and leaking all over pt; limiting amount of tube feeding pt is getting and creating a mess". At this time, no additional information is available. There was no injury reported related to this incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Enfit connector cracking and leaking.

Manufacturer narrative:
Updated d2, h4.